Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the rex roth valve being stuck. Additional malfunction for this device was a short circuit in the power switch.